Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us, but is similar to the venovo venous stent system products that are cleared in the us. The 510 k number and pro code for the products venovo venous stent system are identified. (Expiry date: 02/2021).

Event description:
It was reported that during preparation for a stent placement procedure, the product allegedly does not match the labeled size on the outer packaging. Another device was used to perform the procedure. There was no reported patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing record review was performed, however, an indication was not found that a manufacturing process may have caused or contributed to the reported event. No manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. Investigation summary: a physical sample including packaging was not available and images were not provided. The alleged issue could not be re produced which led to an inconclusive evaluation result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The IFU state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' H10: d4 (expiry date 02/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a stent placement procedure, the product allegedly does not match the labeled size on the outer packaging. Another device was used to perform the procedure. There was no reported patient contact.